Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device had a defect on the inlet hole of the arteriotomy locator and seemed to be bent and possibly double hole punched. The staff noticed the issue before deploying so they opened a new one. Manual pressure was applied. Additional information was received on 14may2021. The procedure performed was a left heart catheterization using a 6fr procedural sheath. A pre-deployment angiogram was performed. The device had a bend at the arteriotomy locater hole. The staff did not want to use the device for the possibility of failing. Another angio-seal device was used with no problem. The patient was in stable condition.

Manufacturer narrative:
One 6fr angio-seal vip device was returned for product evaluation. The returned device included the header bag, hemostasis sheath and arteriotomy locator. The arteriotomy locator and hemostasis sheath were not mated together. The arteriotomy locator was subjected to visual analysis. Upon visual analysis, a kink was confirmed at the inlet hole of the arteriotomy locator. The complaint could be confirmed for a kinked arteriotomy locator. Based on the information available, the exact root cause could not be determined. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.